Event description:
The reporter stated that the patient was in a chair with a chair pad sensor and a sitter alarm unit. The patient slid out of the chair onto the floor and the alarm did not go off. There was no patient injury. The stated they were testing the unit. Another medwatch report# 2020362-2008-00013 is being submitted to report the sitter ii alarm unit.

Manufacturer narrative:
The product has not yet been returned to the manufacturer.